Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system and requested assistance to replace only the insulin cartridge due to being out of other infusion supplies; the user reported using approximately one full cartridge per day and declined backup therapy initially while attempting a cartridge change. Symptoms included high blood glucose with a reported maximum above 550 mg/dl over about eight hours, without ketone testing and without medical intervention. Outcomes included no reported injury, no hospitalization, and no professional treatment. Investigation included phone-based troubleshooting and education regarding cartridge replacement and the recommendation to use backup insulin therapy. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from infusion set or connector issues that could not be corrected because the user lacked replacement supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.